Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned. The control wire was separated per design. It was also noticed that there was a kink in the control wire and the coil was bent near the bushing. The event that the clip had difficulty releasing from the catheter could not be confirmed, as the clip assembly was deployed and not returned. However; there was a kink in the control wire and the coil was bent therefore, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis at an arteriovenous malformation (avm) during a colonoscopy performed on (B)(6) 2012. According to the complainant, the clip was locked closed at the bleed site and deployed, but it failed to separate from the delivery catheter. However, after a series of manipulations performed by the physician, the clip released and remained attached at the target site. The case was completed using this resolution clip. Reportedly, the scope was in a retroflex position and a short procedural delay occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4): clip difficult to release from delivery catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis at an arteriovenous malformation (avm) during a colonoscopy performed on (B)(6) 2012. According to the complainant, the clip was locked closed at the bleed site and deployed, but it failed to separate from the delivery catheter. However, after a series of manipulations performed by the physician, the clip released and remained attached at the target site. The case was completed using this resolution clip. Reportedly, the scope was in a retroflex position and a short procedural delay occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.